Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had an insulin pump alarm error. Caller's blood glucose levels were 72 mg/dl at the time of the incident. It was stated that the caller had issues performing a self test do to a light not working properly. It was also stated that the caller possibly exposed the insulin pump to magnetic forces. Troubleshooting was not provided. There was no indication that the error alarms were cleared. The insulin pump is returning for analysis.